Event description:
Additional information received from a healthcare provider via a manufacture representative reported the patient had a history of spina seizures secondary to transverse myelitis. The pump and catheter were placed in the mail on (B)(6) 2021. Additional information received from a healthcare provider via a manufacture representative reported it was not known if the device was causal. The managing hcp believe the pump was causal, since the patient did not have spinal seizures prior to the last pump replacement. The neurosurgeon was not in agreement with that theory yet. The hcp replaced the system with a new pump and catheter, and put the catheter higher to account for upper motor neuron symptoms. Intervention included changes in oral medications, 24-hour eeg monitoring, and a movement disorder specialist consultation.

Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the reporter had been unable to get in touch with the patient¿s referring physician, but the neurosurgeon said he wasn¿t sure of the cause of the seizures outside of the patient having transverse myelitis and was a ¿complex case¿, but he did hear that moving the catheter tip higher had ¿seemed to help¿. He said this was only a correlation, but he hoped that time would show the patient had improved.

Manufacturer narrative:
H3 ¿ the pump was returned for analysis. Analysis of the pump found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Product ID: 8784, serial/lot #: (B)(4), ubd: 30-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a manufacturer representative (rep), regarding a patient receiving lioresal (2,000 mcg /ml, 670 mcg/day) via an implantable pump for cerebral palsy and intractable spasticity. It was reported the patient has had intermittent episodes of increased spasticity since (B)(6) 2021. The rep checked the pump status on the date of this call and logs showed no alarms. The rep would meet with the hcp at the hospital this afternoon. The rep stated there has been a catheter access port (cap) dye study performed and was negative. The rep stated they may increase the dose today. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2021 indicated the patient experienced an increase in spasticity that waxed and waned. The hcp reported the patient had had intermittent increases in spasticity and seizures since the last pump replacement and catheter revision. Catheter access port (cap) aspiration showed good cerebrospinal fluid (csf) flow and pump interrogation showed no stalls. The dose was increased including flex boluses. Actions/interventions taken to resolve the issue included replacing the entire system on the date of this report. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown.